Event description:
The patient contacted animas on (B)(6) 2011 alleging a short battery life with his pump. The patient reported that the alleged issue began 2 months prior to contacting animas. The patient claimed approximately 1 month after the alleged issue started (date not provided), the pump powered off during the night and the following morning he woke up with an elevated blood glucose (bg) of 700 mg/dl. It is not known if the patient developed signs/symptoms of a high bg. The patient reported he went to the emergency room and was treated with IV fluids and anti-nausea medications for dehydration and vomiting. It is not known if the patient received a low battery or replace battery alarm prior to the pump powering off. At the time of troubleshooting, the patient informed customer support that the pump was not able to power up due to battery cap not securing to the pump. Customer support was unable to confirm alarm history. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.